Manufacturer narrative:
Implanted date - device was not implanted. Explanted date - device was not explanted. Occupation: nurse unit manager. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the angio-seal footplate did not deploy, it pulled out. The doctor reported that they thought it could be user error. This was a stroke patient. Angio-seal examination after the procedure, could not get the footplate to deploy on the table. Additional information was received on 09 oct 2022: the procedure performed was a cerebral clot retrieval using an 8fr procedural sheath. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. Hemostasis was achieved by manual pressure. The patient was stable. The procedure was completed successfully. Clot retrieval devices were used with the angio-seal device.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings related to the reported event. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode & effects analysis (fmea).